Event description:
The pt received an scs system including an ipg on (B)(6) 2011. It was reported that the pt's ipg pocket was sore and oozing. Further interrogation of the impacted site revealed a seroma. The ipg pocket was irrigated, and the seroma partially removed. Both intravenous and oral antibiotics were administered to the pt as treatment. A culture was taken; however, the results have not been disclosed. The pt is recovering, and her ipg remains implanted.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.